Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to t wave oversensing was observed via (B)(6) transmission. The oversensing was noted on stored egm. Patient was asymptomatic. The device was reprogrammed and patient will be monitored.